Event description:
The user facility reported that the sheath tubing "broke in half" during removal following a fistulogram procedure. Reportedly, the detached distal portion of the sheath tubing was retrieved using a snare device. F/u communication confirmed there was no impact to the pt.

Manufacturer narrative:
The involved device was not returned for eval. Therefore, the failure investigation was limited to eval of user facility info, quality records and reserve samples. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specs were met. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. All available info has been placed on file in qa for appropriate tracking, trending, and f/u. (B) (4).